Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Enduser advised was in living room in his home and speed jumped too fast and he got nervous and fell with no injury.